Event description:
Information received with return of the device notes that during the implant procedure, no pacing was detected and the device could not be interrogated. The patient's condition was satisfactory after the event.